Event description:
A (B)(6) patient contacted zoll customer support to report that her battery charger was not lighting up and was not charging his batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (b)(46) has been completed. The reported problem (not lighting up/ not charging batteries) has been confirmed. As received, the charger would not power on. The cause of the inability to power on is a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The patient received a replacement battery charger.